Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they injected sensor to the body and removed the needle, it just fell. The blood glucose was 130 mg/dl. The device will be returned for the analysis.